Event description:
It was reported that this right ventricular (rv) lead exhibited lead impedance out of range. Later on, the device displayed a fc code1005 indicative of an open circuit condition during shock delivery. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).